Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was worn out and partially peeled off. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the tissue pad peeled up and became unusable during a therapeutic laparoscopic sacrocolpopexy procedure involving an olympus sonicbeat. The procedure was successfully completed with an olympus back up device. There was no patient injury reported.